Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer meshgraft ii. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 3/2/1987 and has no repair history at zimmer surgical. Evaluation of the device observed the set screw to be missing from the ratchet and the side plates were older style components. There was wear to the cutter and roller, and damage to the handle observed as well. Prior to repair, a test mesh passed, but the device was outside calibration specifications on both sides. The unit has never been previously returned to zimmer surgical for repair since being manufactured 27 years ago. Unable to confirm the customer's reported event; however, lack of preventative maintenance most likely caused the lack of calibration of the device and wear to the cutter and roller, which could have caused the customer's reported event. Furthermore, per instructions for use, the device has exceeded its normal useful life by 17 years, which could have decreased the accuracy of the device. Improper handling was likely the cause for the missing set screw to the ratchet. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer meshgraft ii was not meshing correctly. No add'l clinical info was rec'd prior to this report. If add'l info is rec'd, a f/u medwatch will be submitted.